Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿

Event description:
It was reported by a clinician that a fluid leak occurred on the inside of the cassette door of the clinics cycler during a patients peritoneal dialysis (pd) treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The clinician was advised to discontinue the use of the cycler and a new cycler was issued. Additional information was requested, however to date a response has not been received. It was not reported during the initial call that a patient developed any symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The cycler used during this treatment was not returned for physical evaluation by the manufacturer. The cycler was scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month timeframe which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected timeframe. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.